Event description:
A patient reported experiencing inaccurate results with a one touch ultra meter. The patient's blood glucose results were unknown from the one touch ultra and from the doctor's meter. A reading of "136" was reported, however, source was unknown. Tests were done between 11 and 20 minutes apart with a difference of > 1 mg/dl per minute and > 20 mg/dl or 20%. Patient did not experience any adverse events. No further information has been reported.